Event description:
Call transferred from psr during patients monthly ivr consult, patient reports that one of her pumps sn (B)(4) keeps "beeping" she has tried to reboot the pumps 3 times and even changed her batteries, but keeps beeping nonstop. Informed patient that pharmacy will ship replacement pump for next day delivery. Address confirmed. No other information available. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Strength 2.5mg/ml. Dose or amount: 50ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.